Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump delivery was suspended. Customer's blood glucose level 45 mg/dl and sensor glucose value was 45mg/dl. Customer other relevant blood glucose level was 219 mg/dl and 185 mg/dl. Customer was offer to trouble shoot however customer declined. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the value of 45 was a false low sg value of 45mg/dl not a blood glucose value.